Event description:
It was reported that the tip of the driver broke off during use in surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Visually confirmed a portion of the instrument tip has been broken off, and an axial portion of the tip is missing from the tip. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals an angulated fracture surface with river lines, which provides evidence of bend stress overload, as well as rotational plastic deformation of the tip, which provides evidence of torsional overload the above findings are consistent with overload.